Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin intraperitoneally; (1 gram, once per three days). At the time of this report, the patient was still in the hospital, the peritonitis was resolving, the patient was recovering from the event and extraneal/physioneal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program (patients retention program (B)(4)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.